Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of downstream occlusion errors through the history log, but could not reproduce it. Evaluation found the downstream sensor current reading to be out of specification due to the pressure plate gap, and the downstream tubing guide was chipped. The downstream pressure plate was adjusted and tubing guide were replaced.

Event description:
It was reported that a spectrum pump had constant downstream occlusion alarms. Any patient involvement, injury or medical intervention is unk.